Manufacturer narrative:
(B)(4)

Event description:
The health professional stated that a pt's blood glucose was tested using the fire department's contour meter and received a reading of 91 mg/dl. The pt was retested with a different meter at the hospital and received a reading of 40 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The pt was admitted to the hospital for hypoglycemia. No additional info was provided about the event. New meter and strips were sent to the customer and she is to return her strips for eval.